Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12 apr 2024, it was reported that patient faced infusion set cannula was bent. The insertion site was at abdomen. No further information available.